Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
Initial inspection of the pod found it to be not deployed, however the linkage assembly was observed to be extended and the slide insert was observed to be slightly forward, indicating that the needle mechanism had fired. Removal of the needle cap caused the needle mechanism to fully deploy. The device was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally. Inspection of the bottom housing and environmental seal found no evidence that the needle mech deployed into either. No other damages or deficiencies were observed that would cause the needle mechanism to not deploy. Although no issues were observed with the needle mechanism, it could not be conclusively determined when it deployed and the cause of the reported event could not be determined. The download data shows that the pod was received in pod state 15, completing 57 pulses, 47 of which were in first prime. The pod had completed second prime before being deactivated by the user, indicating that the pod should have deployed. Investigation of the rotational sensor data found a rotational sensor malfunction. Although a rotational sensor malfunction occurred, it did not result in first prime ending earlier than expected. The device was rerun with a different pdm. The rerun download data replicated the rotational sensor malfunction, indicating issues with the rotational sensor assembly. Investigation of the commutator cap found contamination that was causing the rotational sensor malfunctions.